Event description:
In 2018, a mitral valve replacement was performed and a mechanical heart valve was implanted. On (B)(6) 2018, the initial mhv was explanted due to unspecified patient complications and a 17mm mitral mechanical was implanted as the replacement. It is reported that the second valve was replaced with a medtronic melody valve. The patient is reported to be stable. Additional information has been requested.

Event description:
On (B)(6) 2018, a mitral valve replacement was performed in an infant with av canal and a 17mm masters series mechanical heart valve (sn (B)(4) was implanted in the mitral position. On (B)(6) 2018, the valve was explanted due to thrombus and a second 17mm masters series valve (sn (B)(4) was implanted as the replacement. On (B)(6) 2018, the second valve (sn (B)(4) was explanted due to thrombus. It is reported that the second valve was replaced with a medtronic melody valve in the mitral position. The patient is maintained on lovanox and aspirin. The patient is reported to be stable and was discharged home.

Manufacturer narrative:
Additional information: the reported event of valve explant due to thrombus was confirmed. Morphological and histopathological examination revealed that leaflet mobility was limited due to thrombus within both recessed pivot areas. No acute inflammation or significant calcifications were found within the tissue or sewing cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. The valve had initially been implanted due to an atrioventrical canal defect. Note: information regarding the first valve (sn: (B)(4)) in this event was reported under (B)(4).